Event description:
The customer contact reported the device roller was broken. The device was returned to the biomedical department for an unk reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken and the door roller was missing. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. As indicated, the device has been identified as part of a product recall. Investigation is not complete.